Event description:
Reporter indicated a patient was referred for vns revision surgery due to an unknown reason. The patient had been initially implanted with vns on (B)(6) 2011. An implant card was later received to the manufacturer indicating only the vns lead was replaced due to a lead discontinuity. Follow up with the reporter revealed a lead fracture was noted during the surgery. High lead impedance was noted on (B)(6) 2011. The patient had no trauma and did not manipulate the vns. X-rays were performed which did not show any frank lead breaks per the reporter; the x-rays were not available to send to the manufacturer. Attempts for return of the explanted lead have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Review of the manufacturer's implant card for the patient's initial vns implant surgery confirmed normal device function at implant.